Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of sense b node noise resulting in an inappropriate shock. Device data determined there was also low r-wave amplitudes. An x-ray was completed to evaluate system placement. This device system was tested in clinic and the secondary vector was determined to be the best vector. The device remains in service. No adverse patient effects were reported.